Event description:
A hospital in (B)(6) reported that an rt240 breathing circuit was leaking after being on a patient for less than 30 minutes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt240 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that the evaqua expiratory limb was partly taped. Further inspection revealed a hole under the tape approximately 47 cm from the proximal connector. A lot check could not be performed as the lot number was not provided. Conclusion: based on the inspection of the damage, the returned evaqua limb appears to have been punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the returned circuit was damaged after it was released for distribution. The rt240 user instructions include the following statement: "verify that ventilator alarms are set to detect loss of pressure and over pressure", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advises the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage" as well as to "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".